Manufacturer narrative:
Concomitant medical products: rvdr01 ipg, 5086mri52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on stored episodes and treated atrial tachycardia (at) and atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.